Manufacturer narrative:
Additional info has been requested. Subject device is an instrument and is not implanted and/or explanted. Synthes is unable to provide the date of manufacture as no product was returned and no lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. Without a lot number, the device history record review could not be requested.

Event description:
During a tibia nailing procedure, the surgeon was reaming with the 8.5 mm medullary reamer head on the 5.0 mm flexible shaft. The reamer head and shaft got stuck and the surgeon heard a snap; surgeon then removed the reamer head and shaft with the reamer head being broken in five pieces and the shaft was stuck on the reamer head. Surgeon removed all the pieces he could, an x-ray taken showed a small piece was left in the tibia. Surgeon selected a larger reamer head and another shaft and completed the reaming for the nail to be inserted.